Event description:
An hp headed fixation pin broke intraoperatively. The residual pin remains in the patient.

Manufacturer narrative:
No product was returned for evaluation. Product information required to review the device history records was not provided. The root cause is attributed to suspected misuse. Provided information stated the fractured pin was old and had been used numerous times. The product is a one-time use only item. The product is marketed as a one-time use item. No evidence was found indicating product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.